Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The silicone tube will be replaced to resolve the leak condition. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a patient circuit leak. There was no report of patient involvement.

Manufacturer narrative:
The failure in this case was due to a device not manufactured by ge healthcare. This task is not reportable on behalf of ge healthcare.